Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) regarding a patient receiving fentanyl (2000 mcg/ml at 219.7 mcg/day) via an implantable infusion pump. It was reported that the patient was getting 8476 error code on their personal therapy manager (ptm). The caller stated that the patient heard the pump alarming as well. It was unknown if the patient has had any electromagnetic resonance imaging and magnetic interaction. No symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient's pump had stalled and not recovered. No electromagnetic interference was encountered. The pump would be replaced, but the date was unknown. No further complications were reported.